Event description:
It was reported that the patient felt symptomatic due to their right ventricular (rv) lead exhibiting a loss of pacing, high impedance on the low-voltage portion of the lead, high short interval counts (sic), noise and oversensing. The lead integrity alert (lia) was also triggered. The rv lead was reprogrammed and was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. Continuation of concomitant product: dtba1d1 bi-ventricular defibrillator, (B)(6) 2014. (B)(4).